Manufacturer narrative:
The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be extrusion. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side "acute rejection followed by extrusion of the implant." The device remains implanted.